Event description:
The customer initially reported the adc device detached prematurely. A replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms described as "dizziness, weakness, light headed and could breath," seizure, a loss of consciousness and was unable to self-treat. As a result, the customer had contact with a healthcare professional who provided unspecified dose of intravenous insulin for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor kit expiration date is 31-oct-21. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.